Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. G4(510k): k171712 additional information: a2, a4, b5, b6, b7, d1, d4, g4, h4, h6 (patient code) investigation: the following allegations have been investigated: organ perforation investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation does not change the previous investigation results for perforation. To date, one other unrelated complaint has been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right common femoral vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging organ perforation. Per a computed tomography (CT) abdomen without contrast: "impression: 1. Findings are suggestive of possibly an ivc filter strut fracture, with a fragment noted outside of the ivc by the right l3 vertebra. No perivenous fluid collections are apparent. Alternatively, this could represent cement extravasation with an adjacent paraspinous vein, related to prior kyphoplasty. No abnormal tilt or filter migration of the ivc filter is seen. A chest x-ray may also be obtained to evaluate for a metallic density in the region of the heart or pulmonary vasculature".

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Reporter occupation: non-healthcare professional. Summary of investigational findings: the reported allegations have been further investigated based on the information provided to date. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration.. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Cook medical will continue to monitor for similar events.

Event description:
It is alleged that "on or about (B)(6) 2015 [pt] was implanted with a cook celect vena cava filter. In (B)(6) 2019, [pt] underwent a computed tomography scan (¿CT scan¿) which revealed that at least one strut of her cook ivc filter had fractured since its implantation. The CT scan identified that the fractured strut was now lodged in her right l3 vertebra. Hospital and medical records have been requested but not yet provided." It is alleged that "[pt] is at risk for future cook filter fractures, migrations, perforations, and tilting. [Pt] faces numerous health risks, including the risk of death. For the rest of their life, [pt] will require ongoing medical care and monitoring. [Pt] has also suffered significant, disfiguring injuries, including significant pain and distress restricting their ability to engage in activities of daily living".